Event description:
It was reported that the patient presented for routine device check in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited under-sensing and was failing to capture. The ra lead was capped and replaced on 11dec2023. There were no patient consequences.